Event description:
The customer reports that the device fails to charge during op check. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reports that the device fails to charge during operational check. There was no reported pt involvement. Philips field service engineer evaluated the device and confirmed the problem. It was found that the device needed to have the main board replaced (processor pca). All performance assurance tests passed and the device was put back into service. We will consider this a malfunction of the processor pca that caused the device to fail to charge during operational check.